Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed that the prongs on the reusable instrument were bent/damaged. Additionally, the tip of the driver appeared to be sheared off. Visual evaluation of the device identified striations on the shaft of the device. Based upon visual evaluation and intended use of the device, the most probable root cause is excessive force/over-torqueing the drivers. The clinical/medical investigation concluded that, the definitive clinical root cause of the reported failure could not be determined. The photo provided of the t-20 driver confirms the report. According to report, the surgeon was able to remove the tip by using suction. According to the report, the procedure was completed without a delay, using a s+n back-up device. Since no harm has been alleged to this patient, no further clinical/medical assessment is warranted at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during a reverse shoulder arthroplasty, upon tightening a locking screw into a baseplate, the tip of the t-20 driver 4.5mm peripheral screws snapped. The piece that fell inside the patient was removed using suction. The procedure was performed, after no delay, using a s+n back-up device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Internal complaint reference: (B)(4).